Event description:
The reporter contacted animas on (B)(6) 2013 and stated the keypad buttons were sticking. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be torn across the top of the up arrow button with the button contact exposed. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, all of the keypad buttons demonstrated intermittent unresponsiveness and required multiple presses to evoke a response. The contrast button was particularly difficult to press and required excessive force to engage. The audio bolus button cover and plug were noted to be detached from the pump with the internal contact exposed. There was debris on the internal component of the audio bolus button.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.